Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the customer went into the swimming pool while connected to the insulin pump. The mother stated the insulin pump worked for three days, but was now not functional. The customer's blood glucose was 272 mg/dl at the time of incident. The mother also reported the insulin pump's display was blank after the moisture exposure. The mother stated fluid was present under the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.